Manufacturer narrative:
Date of event: date of malunion is not known. 510k: this report is for an unknown rafn nail. Part and lot numbers are unknown; UDI number is unknown. Partial part number 04.013.xxx.. Date of implant reported as approximately (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a rotational correction of femur malunion on (B)(6) 2017. The patient was treated for a femur fracture in another state on an unknown date in approximately (B)(6) 2016. Previous fixation used a piriformis ex rafn (expert retrograde/antegrade femoral nail) in a lateral entry starting point. On an unknown date postoperatively, the patient developed a 30-degree internal rotation malunion of the previous femur fracture treatment. The patient underwent a revision surgery on (B)(6) 2017 for rotational correction of femur malunion. The single proximal screw and single distal screw were removed, and the ex rafn nail was removed. Rotational reference pins were inserted proximal and distal. An osteotomy was created at the malunion site at the midshaft of the femur. The original ex rafn nail was reinserted, and a new proximal screw was inserted. The patient's foot was manually externally rotated 30-degrees and a desired anatomic result was achieved. A new distal screw was inserted. The procedure was successfully completed; there was no reported surgical delay, no additional medical or surgical intervention was needed, and no fragments were generated. The patient's outcome was good. There are three devices involved in this complaint. This report is for one (1) unknown rafn nail. This is report 1 of 2 for (B)(4).